Event description:
It was reported that at a routine follow-up appointment, a high, out-of-range shock impedance measurement (>125 ohms) was noted from this right ventricular (rv) lead. The physician elected to reprogram the device to resolve the event and continue with remote monitoring. Additionally, it was stated that the device data will be forwarded to boston scientific technical services for review, but this has not yet occurred. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.